Manufacturer narrative:
Conclusion: according to the information received from the field in situ measurements since implantation showed the three most apical channels in the status high impedance, which was most likely caused by the reported overinsertion and pulling back during implantation surgery. During device investigation damage to the apical part of the electrode array was confirmed. In addition, in situ measurements show two channels involved in a short circuit due to undetermined reasons. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The recipient has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been re-implanted on (B)(6) 2021.